Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. "Final 3d imaging done with the o-arm highlighted a cement leak. A fragment of cement was confirmed to be stuck at heart-valve level. The surgeon attempted to remove the fragment surgically via the venous system. However, the piece of cement broke into 2 sub pieces that migrated directly into the lungs, making the removal impossible. As a consequence, the patient will be treated with anti-coagulation drugs for 6 months. Patient required surgical intervention with intubation. Patient is currently listed in good condition."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.